Event description:
Healthcare professional reported left side rupture and cyst. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell/patch and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp edge broken in the side posterior assessed as unidentified (tear) opening and missing shell/patch assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and cyst. The device has been explanted.